Event description:
The facility returned the device for service. During service testing, the baxter service technician reported that the device failed accuracy testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hour, the device failed the accuracy test with a flow value -20.5% from the desired amount. The specification limit for this pump is +/- 5%. The upper jaw was found to be slanted. Please refer to mdq-CAPA. A review of the service history records for this device going back two years was performed; there were no accuracy issues found in the service history.